Event description:
It was reported by the customer that on (B)(6) 2010, an aiming beam fired straight out of the fiber at 17,938 joules. No pt injury was reported. The device was not returned for eval.